Event description:
Jp drain placed in surgery. The next day when nursing emptying jp it was recompressed and upon stripping tubing the tubing made a cracking sound and broke (4" piece) beneath finger and thumb. Nurse able to replace the bulb onto the remaining tubing and reactivate the bulb. Tubing stayed activated throughout the rest of shift with minimal drainage. The following day at 0640 surgeon removed all dressings from pt's abdomen. At that time jp lost compression. It was found that the tubing was broken off at the insertion site with the suture. Still intact. Return to surgery to remove fractured supply.